Manufacturer narrative:
The investigation of access site bleeding and low pump flow has been completed. The impella device was not returned for evaluation. Access site bleeding - major: oozing at impella site observed. Unknown how and why it was oozing. The root cause of the bleeding issue cannot be determined due to insufficient clinical information. Low pump flow: data log reviewed: no motor current (mc) spike outside of p-level changes observed. Suction alarms occurred started on 28/6 and ended on 29/6 after blood given. No positioning issue or placement signal issue seen. Purge spikes seen. The cause of low pump flow issue most likely was patient condition related since suctions resolved after blood administrated.

Event description:
The complainant had an impella cp placed for support of a patient admitted in for a high-risk percutaneous coronary intervention. The support was ongoing when there were oozing and suction issues treated by the infusion of red blood cells. The pump remains on for support.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella cp with smart assist system. Section: general patient care considerations. ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output. Use of the repositioning sheath and peel-away introducer. ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states). ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿